Event description:
It was reported that there was an impedance issue. The patient's stimulator (itrel 3) and extension were replaced, reason not specified. A new stimulator (restore prime) and 37083 extension were implanted. The lead tested directly via mltc (multi lead trialing cable ) was good. Lead + 37083 extension tested directly via mltc were good. Lead + 37083 (extension) + 37701 (stimulator) showed an issue with the 0 electrode. There was a reading >10000 ohms only with electrode 0. The extension was placed into the 8-15 port and then electrode 8 (same contact on lead) was > 10k. The physician requested a new ins. A 37702 (stimulator) was used and all electrodes tested good with no high impedances. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Neurostimulator: model # 7425, serial # unknown, implanted unknown, explanted 2012 (B)(6); lead: model # 3888-33, lot # j0333606v, implanted unknown, explanted unknown; lead: model # 3888-33, lot # j0333606v, implanted unknown, explanted unknown; extension: model # 748966, lot # (B)(4), implanted unknown, explanted 2012 (B)(6); extension: model # 748966, lot # (B)(4), implanted unknown, explanted 2012 (B)(6); extension: model # 37083, lot # unknown, implanted 2012 (B)(6), explanted unknown. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of neurostimulator, model 37701, serial # (B)(4), showed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that the patient outcome was recovered without sequelae.